Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The patient is receiving effective stimulation postoperatively and issue has been resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the replace the generator soon message was displayed on the patient controller indicating the generator was approaching its end of service. The patient does not have therapy and ipg is inoperable. Surgical intervention may be pending to address this issue.